Event description:
Customer reports: hair found inside tray when preparing for procedure. Tray was discarded. Tiny black specs appear to be molded into the plastic trays.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.